Event description:
It was reported that 4 bd threaded lock cannulas were cracked/damaged/deformed/bent. Product defect was noted during use. The following information was provided by the initial reporter: the customer is using this product only at nicu. The threaded lock cannula was too short to insert (short length). The customer has experienced this incident several times.

Manufacturer narrative:
H.6. Investigation: three photos were received and evaluated. The photos depict four loose threaded lock pieces and single package with top web indicating batch #(B)(6), (p/n 303369). The four threaded lock pieces were all observed to have short cannula defect. One piece was confirmed to be from cav 43. Four physical samples were evaluated, upon inspection of the returned units it was found that all four units have short cannulas and are all from cavity 43. This is due to the core pins being pulled back into the part during the molding process. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 4 bd threaded lock cannulas were cracked/damaged/deformed/bent. Product defect was noted during use. The following information was provided by the initial reporter: the customer is using this product only at nicu. The threaded lock cannula was too short to insert (short length). The customer has experienced this incident several times.